Event description:
I am a newer user to the omnipod 5 system after using omnipod eros for 6 years. This system is not ready for deployment. I keep getting errors for one, and two, if I do different things in a day than day before, it can't change correctly and I run extremely low and extremely high despite trying to change settings. Third, it keeps showing an update needs to happen, but mine will not update. I went from having 75-85% time in range settings to as low as 39% time in range with the o5. I also am a certified diabetes educator and rn and this system is horrible. We need a way to change basal ourselves but still in auto mode. Finally and most important, I have tried calling omnipod customer support because my pdm won't update, and I have left 4 voicemails and not once has anyone called me back. I waited to speak to someone over 3 hours. They told me via facebook messenger they called me back and left 7 voicemails which is a complete lie. There are major problems there. FDA safety report ID #(B)(4).